Manufacturer narrative:
A return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned; however, isi has not received the RMA to perform failure analysis at the time of this report.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the surgeon used a vessel sealer extend (vse) instrument, but the vse became very sticky early on in the case. This may have been due to blood/fat on the vse, but it resulted in unsatisfactory energy delivery. There was no reported injury. Intuitive surgical, inc. (Isi) obtained the following information: there was no injury to the patient, and the procedure was completed robotically. The issue caused minimal procedure delay. No fragment fell into patient and the procedure was completed with the same instrument, it worked better at the end of the procedure. No errors occurred when the issue occurred. At the time of the event, during the sealing sequence there was an audible signal while the pedal was pressed. The surgeon was not aware of that the jaws would have been immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected additional bleeding experienced by the patient. Large vessels were adequately sealed. No postoperative hemorrhage occurred. The performance did not result in insufficient sealing of a vessel or small vessel, but it did result in user frustration and some issues with homeostasis while using the vse to dissect and mobilize the colon, requiring multiple seals. It was not known if instrument is available for return to intuitive surgical for further evaluation.